Event description:
Customer received an unspecified high reading on her meter and dosed accordingly with insulin. She experienced a seizure and her spouse called for paramedics. Customer was transported to the hospital. Customer was provided glucose fluids overnight and released. Customer indicated her meter was set to the incorrect unit of measure at the time of the event.